Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer was unable to charge the pump and troubleshooting could not be performed, therefore no additional information was obtained. Customer¿s blood glucose level was 240 mg/dl.